Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissor (mcs) instrument was observed to have a broken conductor wire. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end. The conductor wire of instrument was not damaged.

Event description:
Refer to h11 for follow-up information.